Manufacturer narrative:
Fge catheter, biliary, diagnostic - biliary stent - metal.

Event description:
Per journal article staub et al 2020 ¿ ¿unilateral versus bilateral hilar stents for the treatment of cholangiocarcinoma: a multicenter international study¿. The stents used included the boston scientific wallflextm uncovered sems or the cook zilver® uncovered sems. In patients who underwent bilateral stent placement, they were either placed side by side (off label japan) or had a stent-in-stent (off label) deployment. ¿infection/ inflammation¿: 11 cases of post ercp pancreatitis and 1 case of cholangitis.